Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 5 - reference MFR. Report: 1627487-2019-03895, 1627487-2019-03898, 1627487-2019-03902, 1627487-2019-03904. It was reported the patient experienced wound healing issues at the ipg and lead incision sites. To address the issue, the patient underwent scs system explant.

Event description:
Device 3 of 5. Reference MFR. Report:: 1627487-2019-03895. 1627487-2019-03898. 1627487-2019-03902. 1627487-2019-03904.